Event description:
It was reported that the pt experienced an adverse reaction. Add'l info: reaction started prior to dressing being applied. Pt complained of not being well, shortness of breath, then eyes rolled back and they fainted. Reaction resolved before medical intervention was needed. Pt received benadryl (unk amount). No known pt allergies. Device was removed at the time of the reaction and another was placed later without incident. Tls was being used. Ultrasound was used to find the vessel at time of placement. No allergy testing was done afterward. Chg was used, but amount is unk. No biopatch.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of rewh0814 showed no other similar product complaint(s) from this lot number.